Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [4.0 mg/ml] at a dose of 0.4139 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had a magnetic resonance imaging (MRI) procedure done on (B)(6) 2017. The MRI was not due to a problem with the device or therapy and the symptoms it was done for were also not related to the device or therapy. It was noted that the symptoms were chronic back pain and trouble walking; it was stated the chronic back pain was pre-existing to the pump and that the trouble walking was also an issue prior to pump implant that the patient had on and off but had worsened the week before. It was reported that on (B)(6) 2017 a motor stall was seen at initial interrogation and that the patient had the MRI that same day. The hcp had read the logs and found ¿motor stall occurred¿ on (B)(6) 2017 at 15:21 and ¿stopped pump period may exceed tube set¿ on (B)(6) 2017 at 15:21. The MRI was not done due to a suspected problem with the device or therapy. A motor stall recovery had not occurred and it had been more than two hours since the patient exited the MRI field. The hcp then rechecked the pump during the call and a motor stall recovery was now displayed. The patient had diarrhea and ¿was aches all over¿ starting on (B)(6) 2017, per the patient.